Event description:
On april 4, 2007 additional information was received. The information lead to a change in the decision tree, making this a reportable event. The following is the complete description of event: the surgeon chose a kalix ii implant size 14mm. Upon implantation, the implant would not expand completely. According to the sales representative, who was at the procedure, the implant was not pushed completely into the tarsal sinus, because the implant was too big for the patient. After re-checking with the trial implant, the surgeon chose a 12mm implant. This implant has been well implanted. No patient consequences were reported, and the surgical procedure was not delayed.

Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.